Event description:
It was reported that this pacemaker system was exhibiting far-field oversensing of the r-wave by the right atrial (ra) lead. This resulted in a false atrial tachy response (atr) episode stored. No adverse patient effects were reported. Currently, this pacemaker system remains in service.